Event description:
The customer reported that the system would continue to produce fluoroscopic x-ray when the arc cable was moved. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the arc cable. The system was tested and found to be working as intended and put back in service.